Event description:
It was reported that the devices were used during a laparoscopic laminectomy procedure. The devices were not forming the clips properly; gap in clip closure. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the analysis results found that the el5ml device (a) was received in good visual condition, with the jaws closed and with a malformed clip present. The jaws were manually opened and the clip was analyzed, however, no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed and formed the remaining clips within mfg specifications. The orange indicator did not show up completely. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. The analysis results for the el5ml instrument (b) confirmed that it was returned non-functional. The instrument was cycled and fed 1 clip malformed due to an advancer bypass and 4 conforming clips. A corrective action has been initiated to address bypass issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Device b additional info: batch # f9gt3h. Exp date: 04/2014. Mfg date: 05/2009. Advancer bypass/malformed clip. The analysis results found that the el5ml device (c) was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed". We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Device c additional info: batch# f9gt3h. Exp date: 04/2014. Mfg date: 05/2009. Empty fired through.